Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited high out of range shocking impedances. There is no noise present on the shock channel and the egm shows no evoked potential, the shock channel shows a flat line. Boston scientific technical services (ts) was consulted and suggested isometrics to see if noise could be seen, which was done, and no noise was seen. There was a single atrial tachy response (atr) noted on the device several months prior and that is all that has been seen. Ts advised immediate replacement to ensure therapy. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this patient also exhibited loss of capture in addition to the other clinical observations. When they went in to explant the device it was noted to have a loose header, which is believed to be the source for all the issues. The device will be sent back to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection showed that the device header bond is compromised completely. An x-ray was taken which showed the feed through wires are fractured above the feed through. Analysis confirmed the allegation of a loose header.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--